Event description:
Reportedly, four days after the implantation of the pacemaker involved in this MDR report, pacing and sensing failure at atrial level was observed with crosstalk events. The device was explanted and returned for expertise.

Manufacturer narrative:
Conclusion: the analysis of device memory data and the investigation of supplied ECG traces in relation to this memory data revealed that the observed ventricular pauses were the result of the normal and expected functionality of the device in safer mode as well as the result of ventricular oversensing, which are characteristic of an inappropriate lead connection. The device investigation confirmed that the electrical characteristics of the returned device were in conformance with specifications. However, excess glue was visible in the area of the set-screws and terminal blocks. This could have led to difficulties when tightening the set-screws and to blockage of the lead(s). As a consequence, the electrical connection between the lead and the pacemaker might have only been intermittent. This device is part of sterilization lot 2298. It was manufactured before the integration of corrective actions in manufacturing procedures following the observation of excess glue in the set-screws of certain returned reply devices. These corrective actions were implemented in september 2008. All of the data (memory data and investigation information) seem to indicate, therefore, that there was an incorrect connection between the ventricular lead and the ventricular connector port of the pacemaker.